Manufacturer narrative:
(B)(4). The customer reported that the unit freezes up after running opcheck. There was no report of pt involvement. The philips field service engineer reported that the unit would reboot and not power up in monitoring mode. The processor pca was replaced which resolved the failure. The unit passed all post servicing testing and remains at the customer site.

Event description:
The customer reported that the unit freezes up after running opcheck. There was no report of pt involvement.